Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the down arrow on the display had torn off and as a result it was difficult to select menu options. There was no patient involvement.